Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient had a rash under the rear and front therapy electrode pads. The patient reported that he was prescribed a hydrocortisone cream for the irritation. The final medical outcome of the irritation is unknown. There was no alleged device malfunction associated with the skin irritation.